Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical implantable port-a-cath had a tear following placement. This required a replacement port for the patient.

Manufacturer narrative:
Other, other text: one power p.a.c. Was returned for analysis. A fissure in the septum was noted upon visual inspection. Functional testing was performed by infusing water through the port using a gripper product connected to the septum; water flowed through system with no evidence of leaks. The manufacturing process was reviewed finding production personnel performs 100% visual inspection during the assembly and production personnel performs 100% leak test operation during the manufacturing process to the ports. Based on the evidence, the root cause is unknown as the complaint is not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: g7, previously submitted 31-oct-2018.